Event description:
During the procedure in the left internal carotid artery for treatment of a superficial perforation of the cavernous segment, a balance heavyweight guide wire was advanced into the distal left internal carotid artery into the middle cerebral artery. An attempt was made to advance a 5.0x19 graftmaster stent delivery system; however, it could not reach the perforation site. The stent delivery system was withdrawn from the anatomy. A 4.5x19 graftmaster stent delivery system was advanced over a grandslam guide wire and the stent graft was deployed successfully just proximal to the ophthalmic artery. Arteriography showed excellent wall opposition without wall irregularity. No complications occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the graftmaster stent was being used to treat a superficial perforation of the cavernous segment. It should be noted that the rx graftmaster instructions for use states: the jostent graftmaster is a balloon expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts. It could not be determined if the incorrect indication for use contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.